Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced purge disc/flag issues that were resolved by replacing the aic.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The complaint specifies a "purge pressure transmitter failure alarm" but the alarms seen in the imc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times and was unable to complete case wizard. Device analysis: the console was tested after arriving in field service. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. Root cause: the cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.